Event description:
According to the available information the balloon had been pierced and the catheter fell off by itself. No adverse patient events were reported.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.